Event description:
Info was received that during implantation the dbs 3389 model lead was not straight. Each time the deepest pole (pole 0) was out of the axis. It was not very pronounced but it was severe for the physician to decide not to implant them. Please refer to MFR report # 3007566237-2010-05225.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.